Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had button error alarm. Customer's blood glucose value was 150 mg/dl. The customer was assisted with troubleshooting. Customer states that alarm was unreachable. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.